Manufacturer narrative:
The pump was received with a without the original battery cap. Unable to verify damage to the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor updating/value not available alert noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 21-oct-2024 in the pump history file. 10/20/2024 16:11:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 10/20/2024 20:59:19.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/20/2024 23:04:19.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 01:09:19.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 03:14:20.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 05:19:20.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 08:01:29.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 10:06:29.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 12:56:24.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 15:01:23.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/21/2024 19:01:24.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lostsensor1alert (780) - not confirmed. Sensorerroralert (801) - not confirmed. The pump passed the functional testing. Battery cap contact missing/damaged unknown. No current code/category not confirmed (sensor updating/value not available not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating alert, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7040a, mmt-7040a, mmt-7040a, mmt-1884l, mmt-7040a. Troubleshooting was performed. Customer reported battery cap damaged. Damage is on metal contacts. Customer reports receiving a sensor updating alert. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.